Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient just got a new (B)(6) with 5g and inquired if this affect the patient's deep brain stimulation (dbs) device. The patient falls asleep on his phone quite often and has noticed that sometimes he has slurring until programming is adjusted or changed. It was reviewed that an interaction from 5g cell phones is not anticipated. However, the (B)(6) has a larger magnet used for wireless qi charging and this has been known to affect patient device due to the larger magnet. The troubleshooting steps that were taken on the call resolved the issue.